Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported excessive current drain; the device did not reach its projected longevity. An abnormally high current drain was found, both during the sounding of the patient alarm and continuously during regular pacing and sensing operations. The cause was determined to be leakage in a transistor of an integrated circuit. The high current drain resulted in premature battery depletion.

Event description:
Asku